Event description:
It was reported that the customer had a high blood glucose level, but was not hospitalized. Customer stated that she had a high that did not come down after treatment. Customer changed out the infusion set and things were fine after. Customer had sensor training on (B)(6). Customer feels that her morning basal needs to be raised. Customer stated that she runs high in the morning. Customer ran high for two hours after a breakfast she has often. Customer knows the carb count for it and does not feel like she miscalculated. Customer was unsure of why she went high. Customer was advised to upload before calling her diabetes clinical manager. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).